Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was called due to high blood glucose level. Customer¿s blood glucose level was unknown. Customer cannot read the screen to treat her high blood glucose level. It is unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided in section with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Additional information about the emergency room visit has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer went to emergency room due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020. The customer¿s blood glucose when admitted was unknown and after getting a reading it was over 600 mg/dl. The customer was treated with the intravenous and vitamins. The customer did not have access to the contour next link meter. The customer did not require contour next link meter as they were off the insulin pump at the time which caused the high blood glucose.